Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. This is 1 of 2 MDR reports submitted for the same event. Also see: 3002806535-2014-00174.

Event description:
It was reported that patient underwent primary left hip surgery on (B)(6) 2010. Patient states that implants made a squeaking noise immediately after surgery. Revision surgeries were performed on (B)(6) 2011 and (B)(6) 2013, due to patient complaints of elevated metal ion levels and soft tissue destruction. This report is based on allegations set forth in patient's notice and the allegations therein are unverified.